Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 124 mg/dl at the time of incident. Customer stated that the insulin pump buttons were stuck. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had failed battery, battery out limit, and weak battery alarms after the battery has been removed. No battery issue troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to verify weak signal alarm, failed battery alarm, battery out limit alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.